Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's wife reported via phone call that customer has a battery out limit alarm on their insulin pump. Customer's blood glucose level was 454 mg/dl. Customer's wife advised they replaced the battery multiple times and finally got the device to work. Troubleshooting for the battery out limit alarm was performed. Customer was advised they would be sent a new battery cap which should resolve the issue.